Event description:
As reported, approximately one year and 5 months post implant of a 20mm sapien 3 ultra in the aortic position, the valve is being evaluated for suspected severe patient prosthetic mismatch (ppm) and paravalvular leak (pvl). A transesophageal echocardiogram (tee) was performed for indication of transcatheter aortic valve replacement (tavr) evaluation and mitral regurgitation. The findings noted the bioprosthetic aortic valve, 20mm sapien was well seated. The leaflets were not thickened and opened well without restriction. There was mild to moderate paravalvular aortic regurgitation. Atrioventricular (av) peak/mean gradient 61/35mmhg. Effective orifice area (eoa) 0.76cm2. These finding were consistent with severe patient-prosthetic mismatch. A cardiology note mentioned the patient reported worsening dyspnea on exertion over last 6 months with frequent episodes of pre-syncope and denies any frank syncope.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: pre tavr, the patients native annulus was not circular and calcified. Sinuses of valsalva appeared lacked room to store the native leaflets after valve deployment. Post tavr, deployed valve had bigger outflow area (327.8mm2) and smaller inflow area (289.9mm2), which indicated the valve was not fully expanded at inflow. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 or s3u thv, patient screening manual and the procedure training manual were reviewed. No IFU/training deficiencies were identified. A complaint history review on confirmed device complaints returned and no product returned was performed. The complaint history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post implantation increased gradients patient prosthesis mismatch was confirmed based on the provided medical record. The reported event does not allege a device malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Patient prosthesis mismatch (ppm) has typically referred to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, female sex, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. As reported, approximately one year and 5 months post implant of a 20mm sapien 3 ultra in the aortic position, the valve is being evaluated for suspected severe patient prosthetic mismatch (ppm) and paravalvular leak (pvl) and the findings noted the bioprosthetic aortic valve, 20mm sapien was well seated. The leaflets were not thickened and opened well without restriction. There was mild to moderate paravalvular aortic regurgitation. Atrioventricular (av) peak/mean gradient 61/35mmhg. Effective orifice area (eoa) 0.76cm2. These finding were consistent with severe patient prosthetic mismatch. Per imagery review, patient had challenging anatomical features with noncircular native annulus, calcification, and lack of room at sov (sinuses of valsalva). Additionally, the deployed valve appeared not fully expanded at inflow. In this case, the valve was under expanded due to the challenging patients anatomy, which could lead to increased gradients with patient prosthesis mismatch (ppm). As such, available information suggests that patient factors (anatomical features) and/or procedural factors (under expanded valve) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required